Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Third. What vessel or structure was the device fired on at the time of the event? Cystic duct . Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Asku, first two clips fired fine was the device fired after this incident in or out of the patient? Outside the patient. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the third clip misfired, the surgeon clipped the duct and the clip would not stay on the duct. The staff fired the device a couple of times outside of the patient and the clips would not close. None of the clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.